Event description:
The customer reports that the thickness setting began to increase, did not stay at setting. No second graft necessary and no pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been based on the reported info.